Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing due to fluctuating r-waves. The lead sensitivity was adjusted and the rv lead remained in service. Later, noise oversensing was observed. The oversensing did lead to pacing inhibition but no periods of asystole greater than two seconds in duration were observed. A revision procedure was performed and this rv lead was replaced and surgically abandoned. No additional adverse patient effects were reported.